Event description:
Info received indicates the brake is not holding. The casters are locking but continue to swivel from side to side.

Manufacturer narrative:
The technician replaced the casters and the caster supports to repair the bed.